Event description:
It was reported that the device prompted an error code 501 (no power to hvps.) The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
A3b: gender. Unknown, as no patient information was available.

Event description:
It was reported that the device prompted an error code 501 (no power to hvps.) The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.